Event description:
The customer reports, "I reported to you last year in the summer regarding a complaint I had received from a pediatric nurse supervisor on the extension set creating an indention on the skin of the infants, which led to skin break down and on one occurrence a skin ulcer." Add'l info received from trip report on 02/07/08: the initial complaint was reported in the summer of 2007 related to use of the device with the infant and toddler population causing indentations in the infants' skin. At that time the facility's suggestion was made to apply a 2x2 gauze pad under the area when the indentation occurs. Add'l info received on 02/13/07: the inventory buyer at the facility clarified that this facility had three cases with pediatric pts. Two of the cases involved skin breakdown and the other three was no injury. The pediatric nurse supervisor gave add'l info regarding the three cases. In this case, an infant (age unk) was discharged home. Two days later on a follow-up doctor appointment, it was noted that the pt had a skin ulcer in the location where the angiocatheter connected to the product. The pt's ulcer was treated with silvadene and the pt recovered. The incident occurred in one month earlier. No add'l pt demographics, medical history, or medications being infused were known. The lot number of the device is not known.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but is not available since it had been discarded.